Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have any photos available for visual analysis? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. After surgically removing a skin mass on the patient's right face, the doctor used suture to suture the incision. At the beginning of the first stitch, the needle and suture loosened and fell off. A new suture was opened, and when the doctor used a needle holder to remove the suture, the needle and suture loosened and fell off again. After the third opening of the suture, the material was intact and the wound was successfully sutured. At present, no direct harm has been caused to the patient. Additional information was requested.